Event description:
It was reported in te acta obstrica e t gynecologica scandinavia 2002;81:72-77, a sling procedure was performed and a bladder perforation was detected. A laparotomy was performed to remove the tape from the bladder. The tape was attached to the cooper's ligament.